Event description:
It was reported that the right atrial lead threshold was high. Sensing and impedance were noted to be stable. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trk ICD implanted 2008-(B)(6). (B)(4)